Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness, headache, cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness, headache and cancer. Medical intervention was not specified. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd (secure digital) cover flip doors, rear panel, pca (printed circuit assembly), blower motor, blower box, and the bottom enclosure. Hairlike fibers on the blower motor and bottom enclosure. The bottom enclosure had dust balls forming. Evidence of liquid spots with potential mineral deposits on the blower motor. Potential no clean flux on the sd card slot of the pca. The device was returned missing the sd card and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In section a: patient identifier has been updated. In section b: adverse event/product problem has been updated. In section e: reporting institution name has been updated. In section g: report source has been updated. In section h: device eval. By mfg, device avail. For eval, device problem code grid, patient outcome code grid, evaluation method code grid, component code grid, evaluation results code grid and conclusion code grid has been updated.